Event description:
The user facility reported that to treat a stenotic lesion in the left descending genicular artery, the left femoral artery was punctured, and a permanent pace-maker insertion (ppi) was performed via a retrograde approach. After the treatment, the angio-seal device involved was used for hemostasis. After the device was firmly inserted into the insertion sheath, the device/sheath assembly was withdrawn to position the anchor against the vessel wall, but the anchor was not positioned, and the device/sheath assembly was withdrawn. There was no health damage to the patient. The estimated blood loss was less than 250cc's. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. An ultrasound was not performed. Anticoagulant medications include clopidogrel and aspirin. There was no equipment or other devices used with the above product. Additional information was received on 03 feb 2022: manual compression was applied to achieve hemostasis. Subsequently, hemostasis was achieved by manual compression only.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in adverse event problem.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.